Event description:
The affiliate stated the customer reported false troponin I (access accutni) results, within the risk stratification range, for four patients, involving the access accutni assay used in conjunction with the unicel dxi 800 access immunoassay system. This report is one of three referencing the patient on the event date noted. An initial result of 0.070 ng/ml was obtained and released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 0.011 ng/ml (from automated reflex test protocol set up by the customer) and 0.008 ng/ml. The customer indicated one patient's sample was lipemic with visible micro-clots. The other three patients' samples were clear and normal in appearance. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2013-01121 and 2122870-2013-01122.